Event description:
The customer reported that they were experiencing high blood glucose readings. The blood glucose readings were 400 mg/dl and later rose to 466 mg/dl. The high blood glucose readings were treated with a manual injection. The blood glucose reading went down to 405 mg/dl. It was stated that the reservoir was changed about three times and put a new sensor. Troubleshooting was conducted. Advised to monitor the blood glucose and if it continues to rise to call back. The customer states she cannot hear her audio alerts. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.